Event description:
It was reported that the user experienced an occlusion alert on an infusion set that persisted during sleep despite attempts to clear the alert and check for drops, and blood glucose subsequently trended high until the user performed a full supply change; after replacement of connectors and an inset teflon infusion set (23"), blood glucose returned to range. Symptoms included hyperglycemia. Outcomes included the need for a supply change and education, with no hospitalization. Investigation included review of reported blood glucose trends and structured troubleshooting. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set and related connectors that resolved after replacement, consistent with an infusion pathway obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion of the insulin delivery path at the infusion set level.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.